Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts) and the customer found that there was no vacuum being applied to the mc collar wash. The customer also found the separator gel inside the vacuum valve and collar wash. The cts advised the customer to replace both probe and wash collar. The problem was resolved when the customer removed the gel from the vacuum valve and replaced the mc sample probe and mc collar wash. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the separator gel was leaking into the modular chemistry (mc) sample probe and wash collar of the unicel dxc 800 pro synchron chemistry analyzer. The customer also stated that fluid was leaking from the mc sample probe and mc wash collar. No injury or operator exposure was reported for this event.